Event description:
This report summarizes 10 malfunction events in which the device ran without user activation. - 2 events had no patient involvement; no patient impact. - 8 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 10 previously reported events are included in this follow-up record. Product return status 1 device was received. 9 devices were not available for evaluation.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device ran without user activation. 2 events had no patient involvement; no patient impact. 8 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 10 previously reported events are included in this follow-up record. Product return status 1 device was received. 5 devices were not available for evaluation. 4 device investigation types have not yet been determined. Event confirmation status 1 reported event was not confirmed. Evaluation results 1 device had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 10 events were reported for this quarter. Product return status: 5 devices were not available for evaluation. 5 device investigation types have not yet been determined. Additional information: 10 devices were not labeled for single-use. 10 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device ran without user activation. 2 events had no patient involvement; no patient impact. 8 events had patient involvement; no patient impact.